Manufacturer narrative:
Device evaluated by manufacturer:the device was received with the stent fully mounted onto the delivery system. The device had been removed from its packaging. A visual and tactile examination of the device identified no damage or any issues with the device that could have contributed to the complaint incident. During analysis the investigator successfully deployed the stent without any resistance or issues noted. A visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. The stent was deployed without any issues noted and placed in waterbath at a temperature of 37 degrees celsius to imitate post-implantation and per the dfu ¿¿allow for shortening of the stent due to continued stent expansion post-implantation¿¿. The stent was removed from the waterbath and was measured at 87mm in length. This measurement of 87mm is within the specified range. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that there was incorrect labeling on the device package. A 10mmx80mm wallflex¿ biliary transhepatic stent was selected. During introduction inside the patient, it was observed that the labeled stent size was documented to be smaller than the packaged wallflex¿ device. The device was not used and the procedure was completed with another device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was incorrect labeling on the device package. A 10mmx80mm wallflex¿ biliary transhepatic stent was selected. During introduction inside the patient, it was observed that the labeled stent size was documented to be smaller than the packaged wallflex¿ device. The device was not used and the procedure was completed with another device. No patient complications were reported and the patient¿s status is stable.